Manufacturer narrative:
We have received the device for evaluation. The device did not operate at all when we tested the device during our evaluation. Further inspection found that a wire had detached from the pcb and a seal housing was found to be out of alignment with the heatsink tank. The seal housing was not tightly coupled to the motor which allowed the seal housing/motor to rotate enough to cause the wire to break. We believe this was an assembly error isolated to just this handpiece. There was no injury to the patient as the result of this incident. However, surgeon had to abandon the phlebectomy surgery as a result of this incident.

Event description:
Blade rotated intermittently during the procedure.